Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. While explanting the lead, black spots were noted on the lead body. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. As the lead was severed, only a segment was returned. Blood/body fluid was noted in the lumen which could appear as the black spots that were clinically observed.

Event description:
--